Manufacturer narrative:
Reporter refused to provide email address. The reporter indicated sample is available but it has not been returned as of (B)(4) 2014.

Event description:
A female patient had an unknown adhesive strip applied to her forehead in the operating room. Later she had electrodes applied to her chest. She allegedly developed red, raw, oozing sites under the adhesive strip and the electrodes. No welts or itching were noted. A dermatologist was consulted. Intravenous benadryl (diphenhydramine) and a steroid (route unknown) were given. The patient is improving. The filing of this report is based on the nature of medical intervention that required intravenous benadryl (diphenhydramine) and steroid.